Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked. It is unknown at what step of the process this occurred. The reporter stated that the location of the leak was in the middle of the tubing, at the point where the tubing was inserted into an infusion pump. There was no patient injury or medical intervention reported for this event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.